Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose value. Customer's blood glucose value was 26 mmol/l. The auto mode feature was active during high blood glucose event. Insulin pump will not be returned for analysis.